Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9261355, maintenance records and quality notifications were verified and no deviation was found for this batch. No samples were made available by the client for evaluation and only with the photos it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of needles 18ga 1in blunt fill sla experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: there was no patient impact; it regards a risk of material contamination, once they are facing difficulties to handle the package, the risk to patient regards if contamination occurs. There is a single unit available for evaluation. After comparing with another similar material, it was noticed that the space (that would be the safety margin) is inner sealed. Therefore, there is no "space" for the health professional to take the product from the package in a safe way, without compromising the product sterility.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needles 18ga 1in blunt fill sla experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: there was no patient impact; it regards a risk of material contamination, once they are facing difficulties to handle the package, the risk to patient regards if contamination occurs. There is a single unit available for evaluation. After comparing with another similar material, it was noticed that the space (that would be the safety margin) is inner sealed. Therefore, there is no "space" for the health professional to take the product from the package in a safe way, without compromising the product sterility.